Event description:
Related manufacturing reference number: 2017865-2022-17462. It was reported that the patient presented in clinic for a generator upgrade procedure. It was noted that the patient complained of muscle stimulation in their left shoulder. Interrogation confirmed this was caused by the right atrial (ra) lead. It was discovered during procedure that both the right ventricular (rv) and ra leads had insulation damage. Both the rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿insulation damage on both leads¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer insulation to be cut/damaged at 17.5 cm, 18.2 cm, and 24.0 cm from the connector pin consistent with damage occurring at time of procedure. The reported event was isolated to the damaged outer insulation consistent with damage occurring at time of procedure.